Manufacturer narrative:
There were two suspicious lots for the reported guide wire: 221005a411 or 221006a131. Both expiration date and device manufacture date of the two suspicious lots were the same. Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review of the suspicious two lots revealed no anomaly related to the reported event, and no other similar product experience report was received. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with wire removal had likely contributed to the reported tip separation of the sion blue guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement by the deployed stent. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]. Separation of the guide wire.

Event description:
It was reported that two asahi sion blue guide wires were used in a percutaneous coronary intervention (pci) to treat an unspecified vessel and the tip of one of the sion blue had separated. After stenting the target lesion, the sion blue was jailed and got trapped in stent struts. When pulling fairly hard to release the guide wire, the wire tip became unraveled and was left in vessel. Unraveled coil from the wire fragment was hanging out into the aorta. Attempts to retrieve the fragment with snare was not successful. The patient was treated with usual dapt.